Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited high threshold and needed to be revised. The lead could not be properly reinserted into the implantable cardioverter defibrillator (ICD) because the setscrew could not be engaged. The device was not used and another device was implanted. The lead remains in use. No patient complications have been reported as a result of this event.